Event description:
Medial/lateral coronal bender feet broke during coronal straightening of the rail rod insitu in a t3-l2 idiopathic spine surgery. Metal fragment reportedly caused a temporary neurological deficit. Patient has recovered fully.

Manufacturer narrative:
The manufacturing and inspection records for the device have been reviewed and there were no manufacturing discrepancies found. A more thorough evaluation of the device will be conducted by the manufacturer which will include microscopic and metallurgical analysis of the benders. A review of product experience reports with this device was performed and no trends have been identified. This is the first report of this kind.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Independent laboratory testing determined that the rod bender fracture was consistent with fast overload fracture in a bending-cleavage mode. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.